Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-13141. It was reported the charging wand became extremely hot while charging. Pocket heating also occurred while charging. Surgical intervention may be undertaken at a later date to address this issue. No further information is available at this time. Follow-up pending. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue with patients. An increase in prior non-reported heating while charging event was expected.